Event description:
It has been reported to philips that the system lost the image on the flexvision pc. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue was identified. The issue was discovered during maintenance. Philips analyzed the log file which showed a frame grabber card initialization error. The frame grabber captures the video from the allura system. The frame grabber card is located in the flexvision pc and it failed. The philips engineer replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.